Manufacturer narrative:
(B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. Physician was attempting to use one resolute integrity drug-eluting stent in a moderately calcified lesion in the rca with 95% stenosis and severe tortuosity but the stent could not cross the 90 degree curve before the lesion and was deformed. There was difficulty removing the device/balloon prior to stent deployment/balloon inflation due to tortuous anatomy. There was resistance encountered when advancing the device and excessive force was used. Another similar stent was implanted using a different guidewire. There was no injury to the patient.

Manufacturer narrative:
The lesion had been pre-dilated. Product analysis: the distal tip was slightly flared. The stent was positioned on the balloon between the marker bands as per specifications. The proximal section of the stent had raised and deformed struts. Image review the procedural images confirm the difficult nature of the vessel and lesion. The images capture pre-dilation of the lesion, delivery and deployment of a stent in the proximal to mid-section of the vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity or the change of procedural guidewire.